Manufacturer narrative:
Insulin pump was received with partially broken reservoir tube lip, missing reservoir tube retainer, missing reservoir tube o - ring, scratched case and minor scratched lcd window. Unable to perform displacement test, occlusion test and reservoir unable to lock into place due to broken reservoir tube lip and missing reservoir tube retainer.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had reservoir was unable to lock in place when inserted into pump. Customer's blood glucose value was 324 mg/dl at the time of the incident. Customer will return device for analysis.